Event description:
Diabetic ketoacidosis [diabetic ketoacidosis], the penfill which was inside the pen during the event was cracked [product container issue], the insulin seemed to be different that time for them; faint yellowish colour [product quality issue], the dose button slips away during injection and he thinks that it's a piston rod problem [device issue]. Case description: patient's bmi: (B)(6), this serious solicited report from egypt was reported by a consumer as "diabetic ketoacidosis" beginning on (B)(6) 2016 , "the penfill which was inside the pen during the event was cracked" with an unspecified onset date , "the insulin seemed to be different that time for them; faint yellowish colour" with an unspecified onset date , "the dose button slips away during injection and he thinks that it's a piston rod problem" all with an unspecified onset date and concerned a (B)(6) female patient who was treated with mixtard 30 penfill hm(ge) (insulin human) from (B)(6) 2014 due to "type 1 diabetes mellitus", and novopen 4 (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus". The reporter also mentioned that the penfill inside the pen during the event was cracked and the insulin seemed to be different that time for them; the reporter confirmed that its colour was not turbid as usual but it was faint yellowish colour. Before the experienced event occurred the cartridge holder detached from the pen body. After assembly the insulin flow was checked and it was normal. The patient reused needles; one needle "every two days" was reported. The needle was left attached between injections. The force needed to inject was difficult, more force was required. The patient re-suspended (rolled pen between hands) before use. The patient didn't use the dialling clicks to estimate dose of the insulin, the patient used the dose monitor screen. The patient was trained by a health care professional in the use of the novopen. The patient had not changed diet or exercise level recently. The patient attached the needle to the pen in a 180 degree angle (straight on). The insulin in use was stored at room temperature 20-25 degrees celsius. There were no co-existing conditions or concomitant medications leading to increased insulin requirements. No relevant laboratory results were available. The patient hadn't had any recent episodes of hyperglycaemia. The patient hadn't experienced any unexpected increase in insulin requirements recently. Novopen 4 batch no. Was not available and it will not be returned for analysis. Investigational result: novopen 4 unknown batch no.: no investigation was possible, because neither sample nor batch number was available. Mixtard 30 penfill hm (ge) batch no. Er7l093: a batch trend report was created. Nothing abnormal was found. The product was not returned for examination. Action taken to mixtard 30 penfill hm (ge) was not reported. Action taken to novopen 4 (insulin delivery device) was not reported. On (B)(6) 2016 the outcome for the event "diabetic ketoacidosis" was recovered. The outcome for the event "the penfill which was inside the pen during the event was cracked" was not reported. The outcome for the event "the insulin seemed to be different that time for them; faint yellowish colour" was not reported. The outcome for the event "the dose button slips away during injection and he thinks that it's a piston rod problem" was not reported. Reporter's causality (mixtard 30 penfill hm(ge)) - diabetic ketoacidosis: unknown. The penfill which was inside the pen during the event was cracked: unknown. The insulin seemed to be different that time for them; faint yellowish colour: unknown the dose button slips away during injection and he thinks that it's a piston rod problem: unknown. Company's causality (mixtard 30 penfill hm(ge)) - diabetic ketoacidosis: possible. The penfill which was inside the pen during the event was cracked: possible. The insulin seemed to be different that time for them; faint yellowish colour: possible. The dose button slips away during injection and he thinks that it's a piston rod problem: possible. Reporter's causality (novopen 4) - diabetic ketoacidosis: unknown. The penfill which was inside the pen during the event was cracked: unknown. The insulin seemed to be different that time for them; faint yellowish colour: unknown. The dose button slips away during injection and he thinks that it's a piston rod problem: unknown. Company's causality (novopen 4) - diabetic ketoacidosis: possible. The penfill which was inside the pen during the event was cracked: possible. The insulin seemed to be different that time for them; faint yellowish colour: possible the dose button slips away during injection and he thinks that it's a piston rod problem: possible since last submission of the case, the following has been updated: - event "the insulin seemed to be different that time for them" changed to "the insulin seemed to be different that time for them; faint yellowish colour" - details regarding device handling - changes in activity and diet - batch unknown and no return of device - investigational result both suspected products - narrative - final manufacturer comment final manufacturer comment: on 25-jul-2016: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of the suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse events and thus find similar incidents to the one reported in argus case (B)(4).

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) diabetic ketoacidosis [diabetic ketoacidosis]; the penfill which was inside the pen during the event was cracked [product container issue]; the insulin seemed to be different that time for them [product quality issue]; the dose button slips away during injection and he thinks that it's a piston rod problem [device issue]. Case description: study ID: (B)(4)-novocare programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. (B)(6) this serious solicited report from (B)(6) was reported by a consumer as "diabetic ketoacidosis" beginning on (B)(6) 2016 , "the penfill which was inside the pen during the event was cracked" , "the insulin seemed to be different that time for them" , "the dose button slips away during injection and he thinks that it's a piston rod problem" , all with an unspecified onset date and concerned a (B)(6) female patient who was treated with mixtard 30 penfill hm(ge) (insulin human) from (B)(6) 2014 due to "type 1 diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus", medical history included type 1 diabetes mellitus, intracranial haemmorrhage. Concomitant medications included - aspiric /00002701/(acetylsalicylic acid) and tanacam, flopix, orplixv and apentetin (all products not able to be coded). On (B)(6) 2016 the patient was hospitalised due to diabetic ketoacidosis. The reporter (the patient's brother) reported that his sister experienced a problem with the pen; the dose button slipped away during injection and he thought that it was a piston rod problem. Hence, the dose was not adjusted properly. The reporter stated that his sister the patient experienced a hyperglycaemic coma attack, as the blood sugar levels were not adjusted. The patient suffered disturbed conscious level, malaise and sweating. The patient was hospitalized for 3 days and was diagnosed with diabetic ketoacidosis. Investigation's were performed and the patient was managed and treated by saline. The reporter also mentioned that the penfill inside the pen during the event was cracked and the insulin seemed to be different that time for them. Action taken to mixtard 30 penfill hm(ge) was not reported. Action taken to novopen 4 (insulin delivery device) was not reported. On (B)(6) 2016 the outcome for the event "diabetic ketoacidosis" was recovered. The outcome for the event "the penfill which was inside the pen during the event was cracked" was not reported. The outcome for the event "the insulin seemed to be different that time for them" was not reported. The outcome for the event "the dose button slips away during injection and he thinks that it's a piston rod problem" was not reported. Reporter's causality ( mixtard 30 penfill hm(ge)) - diabetic ketoacidosis : unknown. The penfill which was inside the pen during the event was cracked : unknown. The insulin seemed to be different that time for them : unknown. The dose button slips away during injection and he thinks that it's a piston rod problem : unknown company's causality ( mixtard 30 penfill hm(ge)) - diabetic ketoacidosis : possible. The penfill which was inside the pen during the event was cracked : possible. The insulin seemed to be different that time for them : possible. The dose button slips away during injection and he thinks that it's a piston rod problem : possible. Reporter's causality ( novopen 4) - diabetic ketoacidosis : unknown. The penfill which was inside the pen during the event was cracked : unknown. The insulin seemed to be different that time for them : unknown. The dose button slips away during injection and he thinks that it's a piston rod problem : unknown. Company's causality ( novopen 4) - diabetic ketoacidosis : possible. The penfill which was inside the pen during the event was cracked : possible. The insulin seemed to be different that time for them : possible. The dose button slips away during injection and he thinks that it's a piston rod problem : possible.